Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced severe high blood glucose after pausing insulin delivery on the pump to avoid perceived excess insulin before social events and then forgetting to resume insulin until the next morning. Symptoms included hyperglycemia. Outcomes included insufficient information regarding impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to determine a specific medical device problem or involved device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.